Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure, for an unknown medical condition. During the procedure, it was reported that a small hole was identified in the catheter body, preventing its use in the procedure. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp implantable port. During the procedure, it was reported that a small hole was identified in the catheter body, preventing its use in the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: a catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Along with return sample tow photos were provided for review. Split, was noted on the proximal end of the catheter. The edges of the small split on the catheter were noted to be uneven. The surface could not be determined as additional damage would be caused in area. Upon infusion and hydrostatic pressure test, a leak from the split was observed while water exited the distal end of the catheter. No visual anomalies were noted in the photo review. Therefore, the investigation is confirmed for the reported material split/hole issue. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.